Manufacturer narrative:
A visual evaluation of the returned device found the side car-rx presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during a cholangiolithotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, several attempts were made to insert the trapezoid basket into the bile duct without a guidewire, but failed. The physician then attempted to insert the device via the guidewire. When attempting to advance the trapezoid rx over the guidewire, the physician observed that the trapezoid basket was protruding out of the sheath more than usual. The basket was then removed from the patient and the side car-rx (guidewire port) presented pushback. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid x basket was used in the biliary tract during a cholangio lithotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, several attempts were made to insert the trapezoid basket into the bile duct without a guidewire, but failed. The physician then attempted to insert the device via the guidewire. When attempting to advance the trapezoid rx over the guidewire, the physician observed that the trapezoid basket was protruding out of the sheath more than usual. The basket was then removed from the patient and the side car-rx (guidewire port) presented pushback. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".